Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence a patient experienced an erosion of the fenix device and associated infection leading to fenix device explant. The fenix device was used as part of the surgical procedure. Surgical procedure and device implant on (B)(6) 2016. Patient admitted for infection and possible erosion on (B)(6) 2016. Patient treated with IV antibiotics. Explant of fenix device on (B)(6) 2016 due to anal erosion and associated infection. Patient is reported as doing well after explant.